Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the patient was treated with antibiotics for redness over the implant site (date not reported). This report is filed october 10, 2016. H3 other text: implanted device remains.

Manufacturer narrative:
This report is filed on september 14, 2016. This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced pain and dizziness, however the issue did not resolve. Subsequently the patient was treated with oral steroids (date not reported).